Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the staff noticed that the ongoing catecholamine therapy with noradrenaline administered via the cvc was unusually irregular. The correct position of the cvc was checked (ECG and x-ray) and confirmed. After replacing the cvc with a cvc from a different manufacturer, the catecholamine therapy was consistent." Additional information " the catheter was kinked, which led to the irregular flow." Associated complaint 3006425876-2024-00805.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis; the complaint of catheter kinked could not be confirmed from the photo as it only revealed the lidstock information. The customer returned one unopened, representative sample for investigation. Visual analysis of the catheter in the kit did not reveal any obvious kinks or bends in the catheter. The kit was opened to further examine the catheter body. Further inspection revealed that the catheter contained a natural bend along the entire body; however, no unintended kinking or bending was observed. The overall length of the catheter body measured 213mm which is within the specification of the catheter product drawing. The outer diameter (od) of the catheter measured 2.92mm which is within the specification of the extrusion product drawing. The guidewire provided in the returned kit was inserted through the catheter with a tortuous path introduced in the catheter body as would be in the human anatomy. The guidewire was able to pass completely through the assembly with minimal resistance. Performed per IFU, "advance catheter: thread tip of catheter over guidewire. Hold catheter at desired depth and remove guidewire". Additionally, the catheter was flushed per the IFU, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." All lumens were able to flush with no resistance or blockages detected. The catheter and extrusion product drawings were reviewed as part of this complaint investigation. The IFU provided with this kit instructs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked catheter was not confirmed through investigation of the returned representative sample. Visual analysis revealed no kinking or bending in the catheter. The catheter passed all relevant dimensional and functional requirements. A device history record review was performed and revealed no relevant findings. No problem was identified with the returned sample. Therefore, the root cause is "undetermined - incomplete" as the customer returned a representative sample, which was not the actual sample related to the complaint event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "the staff noticed that the ongoing catecholamine therapy with noradrenaline administered via the cvc was unusually irregular. The correct position of the cvc was checked (ECG and x-ray) and confirmed. After replacing the cvc with a cvc from a different manufacturer, the catecholamine therapy was consistent." Additional information " the catheter was kinked, which led to the irregular flow." Associated complaints 3006425876-2024-00806 and 3006425876-2024-00805.